Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) battery contacts very contaminated (sticky).

Event description:
It was reported that according to hospital staff, device turns off by itself while in use. Clinic has tested the device themselves leaving the device on for several days plus shaking/manipulating the device without the device turning off. The device was returned for service. No patient complications were reported as a result of this event.